Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The receiver was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Perform pairing tests was performed and passed. Perform receiver functional tests was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The transmitter was evaluated. Transmitter voltage was performed and passed. Download/pairing test was performed and passed. A review of the share bin file was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).